Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP. The manufacturer received information alleging visualization of black particles in the inbuilt filter from the device, black particles also visible from humidifier and patient noticed black particles in the mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.